Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative was contacted to obtain additional information. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure code #53 (shuttle transducer offset failure) alarm. The customer restarted the iabp with the same result. The customer decided to discontinue iabp therapy. No patient injury was reported.